Event description:
It was reported that pacemaker was suspected to exhibit premature battery depletion. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information was obtained, the device was explanted and replaced.

Manufacturer narrative:
Additional information: describe event or problem. Impact codes and device codes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). To date, this device remains implanted. No adverse patient effects were reported.